Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that while priming, there was a slow drip of prime out of one of the gas exports on the bottom of the oxygenator. The device (whole circuit) was replaced. There was no patient involvement, so no adverse effect occurred. The customer also stated that there were no further incidences of leaking observed. Medtronic received additional information that the anti-coagulant/chemicals/drugs that were used in prime or during the case were plasmalyte and crystalloid. The anti-coagulant used was heparin. There was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack). There was no air in the system/tubing.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Note: video provided by the customer shows evidence of a fiber leak. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle. Reason for return was visually confirmed by the video provided by the customer. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.